Event description:
The customer reported the system displayed a communication error message and had a loss of x-ray. This error may result in a system lock up, no boot, or shut down situation. There is not report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gpos and the generator interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.